Event description:
A reservoir volume discrepancy was noted; expected reservoir volume was 6.3 ml, actual reservoir volume was 14 mls. Device troubleshooting was being considered. No pt symptoms were reported.